Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample. A j stylet sample passed through the lead coil lumen without obstruction. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was difficult to place during the implant procedure. It was further reported that it was difficult to advance the lead and insert the stylet. The lead was not used and replaced. No patient complications have been reported as a result of this event.